Manufacturer narrative:
The report of an overinfusion of nafcillin was neither confirmed nor reproduced. ¿ the pcu event log contained no obvious programming errors that would result in the reported event. ¿ a review of the device error logs found no errors during the time of the reported event. ¿ functional testing performed found the pump module to be delivering fluid within specification. ¿ the mechanism assembly was completely disassembled, and no abnormalities were noted that could have contributed to the reported issue. * the event administration tubing set was not provided for investigation. The root cause of the reported overinfusion of nafcillin was not identified. Device history: review of the pump module s/n (B)(6) service history record showed that the device had a manufacture date of 13 november 2015. A review of the device service history record was performed beginning from the date of manufacture to the present date of (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that a continuous primary infusion of nafcillin 12 grams/500ml over 24 hours was started at around 1330 through pump that was programmed using guardrails drug library. The patient was then brought to the operating room (or). When the patient returned to the unit at 1800, the medication had only 20ml left in the bag. It was assumed by the clinician that the entire dose was infused over 4-hour period, getting 12 grams instead of 3 grams. It was also reported that lactated ringers was infusing through another pump module, which was attached to the same pc unit. There was no patient injury, the patient as further monitored, and the subsequent antibiotic dose was delayed. The pharmacist's review of infusion knowledge portal (ikp) data did not reveal any increase in dose rate from the initial programming that would explain the medication bag being nearly empty within about 4.5 hours.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Race: not available; ethnicity: not hispanic, latino, or spanish origin. Although requested, information on other relevant history was not provided.

Event description:
It was reported that a continuous primary infusion of nafcillin 12 grams/500ml over 24 hours was started at around 1330 through pump that was programmed using guardrails drug library. The patient was then brought to the operating room (or). When the patient returned to the unit at 1800, the medication had only 20ml left in the bag. It was assumed by the clinician that the entire dose was infused over 4-hour period, getting 12 grams instead of 3 grams. It was also reported that lactated ringers was infusing through another pump module, which was attached to the same pc unit. There was no patient injury, the patient as further monitored, and the subsequent antibiotic dose was delayed. The pharmacist's review of infusion knowledge portal (ikp) data did not reveal any increase in dose rate from the initial programming that would explain the medication bag being nearly empty within about 4.5 hours.